Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a suspect false positive result with the ID now covid-19 assay on a unspecified swab. Confirmation testing on nasopharyngeal swabs with pcr generated undisclosed results. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.